Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # h856900101, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the catheter was fractured. The pump and most of the catheter were explanted on (B)(6) 2014. The patient noticed withdrawals ¿last summer¿ around the time the patient¿s health care provider (hcp) switched the drug from fentanyl to dilaudid. The patient continued to have increasing dose with no effect. There were no falls or traumas. In (B)(6) 2013, the patient chose to do a test versus increasing the dose and the test found a fracture in the catheter. It was reported the hcp had to leave part of the catheter inside because ¿it was like spaghetti¿ due to the patient¿s previous back issues.